Event description:
Lead dislodgement was also noted.

Event description:
It was reported that the patient fell, then loss of capture occurred. When the patient was on his back all values were good, however when lieing on his side loss of capture was noted. The right ventricular lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
(B)(4)